Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the hv connectors. System operates as intended.

Event description:
Customer reported a popping sound coming from the tube. No patient injury was reported.